Event description:
In 2001, bilateral breast explant and augmented with gel implants. In 2003 office visit, ruptured left implant and bilateral capsular contracture. Pt underwent bilateral capsulectomy and explant. Ruptured implants-contained within capsule - no silicon outside the capsules at all. Pt augmented with mentor gel implants.